Manufacturer narrative:
Device not returned.

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 3.6 inr. Within 7 hours, a sample from the patient was tested in the laboratory using the dade innovin method, resulting as 2.7 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and the patient's medication was not changed based on the meter result. The patient is in stable condition. The patient's therapeutic range is not known. The patient's testing frequency is monthly. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has had no new medications, changes to diet, or recent illnesses. The patient did not have a special or unusual diet. The customer's product was requested for investigation and replacement product was sent to the customer. No product is expected to be returned from the customer. Retention test strips (lot 322642) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.